Event description:
It was reported that the patient had been working with manufacturer representatives for reprogramming her implantable neurostimulator (ins). Her ins kept losing its charge. Then she stopped using it in the later part of september because she had an epidural shot in october. She started to get pain where she couldn¿t walk. The epidural shots were to help with that. Her last epidural was (B)(6) 2015 and she could walk then. She wanted to get the ins removed before the pain comes back. The pain was noted to have started within the 6 months prior to this report. The patient had surgery scheduled for may to remove the ins but needed it out before then. The patient did not have a current healthcare provider (hcp). Follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).